Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported, the patient received the following results within 15 minutes: 125 mg/dl (instant) and 255 mg/dl (professional meter).